Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a post implant procedure check. Upon examination, it was discovered that the right ventricular lead exhibited far p wave oversensing. The lead was then reprogrammed to resolve the oversensing anomaly. The patient later presented again in clinic with multiple episodes of p wave oversensing on the right ventricular channel followed by inappropriate anti-tachycardia pacing therapy and aborted high voltage therapies. The lead was examined again and found that it was not capturing at maximum output and the atrial lead also exhibited a significant increase in capture threshold. Fluoroscopy revealed that both leads were dislodged. On (B)(6) 2020, the patient presented to the hospital to revise the leads. The right ventricular lead was explanted and replaced. The atrial lead was repositioned, but upon attempting to connect the atrial lead to the pacemaker, it became dislodged again. The physician ultimately explanted the atrial lead and plugged the atrial port on the pacemaker. The procedure was completed without further complications. The patient's condition remained stable throughout the event and after the procedure. Related manufacturer reference number: 2017865-2020-19455.